Event description:
It was reported that during shunt percutaneous transluminal angioplasty interventional procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified left forearm. The lesion was accessed via retrograde approach from central shunt vein with sheath. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was selected and advanced to treat the target lesion. They inflated the balloon at 6 atm, the lesion was not dilated enough. They increased dilatation pressure to 10 atm and then increased to 14 atm balloon. When dilatation pressure reached at 14 atm, the balloon ruptured. As a result they checked on angiography, there was no leakage and some level of betterment was recognized. The procedure was completed. No complications were reported and patient's status was good.

Manufacturer narrative:
Patient's age at the time of event : patient over 18 years. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).